Event description:
The facility reported an infusion pump which "delivers too much fluid." This was discovered during biomed testing. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.